Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals. It was also noted the right atrial (ra) lead exhibited oversensing. It was suspected the rv and ra lead exhibited mirror image oversensing. It was noted the implantable pulse generator (ipg) was not sensing the rv channel. The ra lead, rv lead and ipg remain in use. No patient complications have been reported as a result of this event.